Event description:
Attorney alleges that the patient underwent hernia repair surgery and implanted with composix kugel patch during (B)(6)2008. On or around (B)(6)2020 and (B)(6)2020, patient underwent additional surgeries. As reported, post implant the patient suffered multiple infections, continuous medical treatment, testing and subsequent hospitalizations. It was also reported that patient experienced bowel adhered to the mesh in several sites requiring the removal of the composix kugel mesh. As reported, after first revision surgery patient developed seroma and infection. As reported, patient continue to suffer severe and permanent personal injuries including but not limited to pain, suffering and disability. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, seroma, adhesion, pain, disability and revision surgery. The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis ". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is provided as (B)(6)2008 based on the information provided. Should additional information be provided, a supplemental MDR will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.